Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested >8.0 inr and >8.0 inr on the coaguchek xs system and 5.6 inr on a comparison lab. Caller states the customer was told to skip her warfarin dose based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.